Event description:
In 2008 - rep alleged that a nurse was bending down to pick something up off the floor and she grabbed the intermediate siderail of the tc bed and the siderail pulled down on her, contacting her. Rep alleged that the nurse was not seriously injured. Rep alleged that the siderail will raise and appear latched but then give way. In 2008 - sum - tsr rep stated that he inspected the siderail on the bed and found that when the siderail latch is released, the siderail will lower sometimes but other times would stay in the up position. Tsr rep stated that he found the latch pin to be contaminated with fluid residue, he cleaned the latch pin and the siderail works correctly. Rep, health and safety director, alleged that the nurse involved in the alleged incident, went to e.r. And an per the e.r. Doctor, the MRI detected a bulging disk. In man112 chapter 6 preventative maintenance checklist, siderail frame should be checked for latching. Preventative maintenance should be performed every 6 months. Maintenance stated that they do an annual safety check on the bed.